Event description:
Same patient as: 2134265-2009-03108, 2134265-2009-03109, 2134265-2009-03110. It was reported that 1 day post a coronary drug eluting stenting treatment procedure, a death occurred. Lesions were located in the right coronary artery, left anterior descending artery and a diagonal artery branch. Due to decreased renal function, the physician elected to treat the three vessel disease in staged procedures. The first procedure addressed the lesion in the right coronary artery. The 75% stenosed lesion was located in a mildly calcified and mildly tortuous right coronary artery with timi 2 flow. The lesion was predilated with a 3.0x12mm apex balloon to 8 atms for 10 seconds. A 3.5x16mm taxus liberte' drug eluting stent was deployed in the distal right coronary artery at 14 atms for 20 seconds. A 3.5x28mm taxus liberte' drug eluting stent was deployed in the mid right coronary artery at 14 atms for 20 seconds. The stents did not overlap. It was noted that the ECG showed a sinus bradycardia. Post intervention residual stenosis was less than 10% and the distal flow was normal. No pt injuries or complications occurred. Pt's status is satisfactory. Seven days later, the pt returned to the cath lab for a scheduled staged procedure to treat the lesion in the left anterior descending artery. The 80% stenosed lesion was located in a mildly calcified and mildly tortuous left anterior descending artery which was at a bifurcation with a diagonal artery. A 2.75x28mm taxus liberte' drug eluting stent was advanced to the lesion and deployed at 16 atms for 25 seconds. The lesion was then dilated multiple times with a 3.00x8mm quantum maverick balloon. A 2.5x8mm taxus liberte' drug eluting stent was deployed at 10 atms for 18 seconds distal to the first stent deployed in the left anterior descending artery, but not overlapping. There was 0% residual stenosis after the procedure. It was further noted that the 2.75x28mm taxus liberte' drug eluting stent covered 2 diagonal artery branches of the left anterior descending artery, the first branch having a timo 0 flow and was severely pinched/narrowed, and the second branch had a timi 2 flow. Due to the fact that the pt had no pain and showed increased creatinine levels, the physician elected to schedule a third staged procedure to treat the 1st diagonal artery. No pt injuries or complications occurred. Pt's status was satisfactory. The next day the pt was transferred to the hospital via helicopter and was unresponsive. Upon arrival in the cath lab, the pt was placed on a respirator. The pt presented with a massive mi located in the anterior-lateral wall in near proximity to the pinched diagonal artery. The diagonal artery was completely closed off. The ejection fraction was 30% and angiography showed all four prior placed taxus liberte' stents to be patent. Based on the angiography results, the physician determined that catheterization would not benefit the pt. The pt expired en route to a hospital bed. The pt's death was attributed to myocarditis with complications from the pinched diagonal artery. The physician does not feel that the stents in any way contributed to the pt's death.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.